Event description:
It was reported by the customer that, during routine device testing, the device displayed the message "abnormal energy deliver" and an error code was logged in the service error log. It was later reported that the user was performing a 50 joule shock into the shorting bar using the standard hard paddles. An electrical spark was seen at the time of the defibrillator discharge. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.